Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, it was reported that a beta bionics ilet user encountered an ¿unable to proceed¿ alert during device setup. The user completed a successful dry run and supply replacement before resuming normal operation. There was no report of end-user harm or adverse event associated with this case.